Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The inner diameter (ID) of the catheter was measured at the distal tip which is within the apex specifications. Microscopic examination revealed that majority of the inner shaft was buckled under the balloon. Microscopic examination revealed that the distal tip was damaged. The guidewire used in the procedure was not received with this device. A kinetix plus guidewire was used for functional testing. The outer diameter (od) of the kinetix plus guidewire was measured using a calibrated snap gauge. Functional testing was performed by loading the guidewire into the tip and hub of the device; however, the guidewire was not able to be advanced through the lumen due to the damaged shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that it was the non-bsc guide wire that was crimped and not the 2.50mm x 40mm apex balloon catheter. Both the balloon catheter and the guide wire were removed together as one unit. The guide wire was exchanged to another non-bsc wire and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery. A 2.50mm x 40mm apex¿ balloon catheter was selected however when an attempt was done to insert the device into an unspecified guide wire, it became stuck and crimped.